Event description:
My eye dr recommended to use a new contact solution - opti-free replenish. Within a week or two after changing, I started having serious problems with tremendous pain and irritation in one eye. I went to the dr and they gave me some drops. Within two weeks, the pain returned and involved both eyes. At the return trip to the eye dr, he asked if anything had been changed with the contacts and I told him just the solution. He told me to discontinued using it immediately and recommended some dorps. The problem has not returned. I am writing because it occurred to me, if I had this serious a problem, maybe other users have as well and it may not be known if doctors are not reporting it. The pain was severe. It felt like my eye was being scratched with sand paper and I could not even open it. I just had to let it tear and ooze until the pain died down. Dates of use: thirty four days in 2007. Diagnosis or reason for use: to put in contacts. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.